Manufacturer narrative:
Investigation summary: 285 samples received for investigation. Each sample has two smartsites. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe was attached to the smartsites to visually inspect for a fluid path while the piston was in the activated position. 38 smartsites did not visually show a fluid path while the piston was in the activated position. 532 smartsites were able to see a fluid path. A 10ml syringe filled with blue dye water was attached to the smartsites and flushed. 532 smartsites were able to be flushed. The customer complaint that from this batch/lot number some of the ports do not flush was able to be replicated for 38 smartsites. A device history record review for model 20159e, lot number 20106516 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that ext set w/macrobore 2vps y-conn had flow issues on 296 occasions. The following information was provided by the initial reporter: material no: 20159e, batch no: 20106516. It was reported that from this batch/lot number some of the ports do not flush. Verbatim: smartsite extension set from this batch/lot number some of the ports do not flush. Flush is attached to port and despite how hard it is pressed, nothing will go in one of the ports (with cap on and off). Tested 5 from same lot and found 5 that did not flush correctly.

Event description:
It was reported that ext set w/macrobore 2vps y-conn had flow issues on 296 occasions. The following information was provided by the initial reporter: material no: 20159e batch no: 20106516. It was reported that from this batch/lot number some of the ports do not flush. Verbatim: smartsite extension set from this batch/lot number some of the ports do not flush. Flush is attached to port and despite how hard it is pressed, nothing will go in one of the ports (with cap on and off). Tested 5 from same lot and found 5 that did not flush correctly.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated with a new number of occurrences.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set w/macrobore 2vps y-conn had flow issues on 11 occasions. The following information was provided by the initial reporter: material no: 20159e. Batch no: 20106516. It was reported that from this batch/lot number some of the ports do not flush. Verbatim: smartsite extension set from this batch/lot number some of the ports do not flush. Flush is attached to port and despite how hard it is pressed, nothing will go in one of the ports (with cap on and off). Tested 5 from same lot and found 5 that did not flush correctly.